Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were missing. Visual inspection revealed that the top case was cracked by the front, bottom, left, and right corners. The plunger head was disassembled and missing components. There was also visible contamination on the top case and plunger head. The lens was damaged. A review of the event history log evidenced the following: force sensor test error. The customer reported product problem was replicated during testing. The problem occurred because multiple components were missing; force sensor, plunger board, plunger cable, head mount, right and left plunger case. The force did not change when a new force was applied due to the faulty force sensor. The product problem was caused by a user issue. The investigator replaced the following components force sensor, plunger board, left/right plunger case and plunger cable. The device subsequently passed the functional tests.

Event description:
It was reported that the medfusion pump displayed a bad force sensor error. There was also damage to the syringe drive. There was no patient involvement.